Manufacturer narrative:
Additional information was received and the customer stated that the suggested approaches have not lead to improvement of patient's vision. According the physician there were no errors in iol power calculation. Doctor will postpone final decision until patient returns from vacation. Additionally, patient is unhappy with their intermediate vision. No further information was provided. Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient with experienced intense halos and glare at night after receiving bilateral implants with zxr00 intraocular lenses (iols). The patient is unable to see 20/40 (more than j5) intermediate. However patient has a very good contrast sensitivity. The physician is considering explanting the lens. Patient's visual acuity: visual acuity pre-operative: 0.5 +1.25 dsph=0.9. Visual acuity post-operative: 0.5 +1.0 dsph +0.5 dcyl ax 15=1.0. Through follow-up, it was learned that the patient is hypermetropic and presbyopic with 20/20 best corrected visual acuity (bcva) vision. For his lifestyle he preferred less fotopsias and decent intermediate vision. Surgery was uneventful and no procedural delays. Patient's capsules are clear, refraction is absolute zero, tear film is uncompromised and no medications post-op were used except steroids and nonsteroidal anti-inflammatory drugs (nsaids). Patient's distance vision is 20/20 but his intermediate is less than 20/50 so he is unable to read his phone. Patient could live with halos but has more complains on intermediate vision problems (grade 8 out of 10). Emetropic anti-reflex lenses in driving glasses and temporary reading glasses were prescribed. Through follow-up the physician stated that he does not perform pushing plus refraction on his patients because they are pseudophakic. The physician plans to do a corneal refractive procedure instead of exchanging the iol. No further information was provided. This report will capture the zxr00 with a 22.0 diopter iol and a separate MDR will be filed for the other lens implanted on the other eye.

Manufacturer narrative:
Additional information was received and the customer stated that the suggested approaches have not lead to improvement of patient's vision. According the physician there were no errors in iol power calculation. Doctor will postpone final decision until patient returns from vacation. Additionally, patient is unhappy with their intermediate vision. No further information was provided. Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.